Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump developed a cracked screen that impaired touch functionality, after which a replacement was provided and the user was instructed on shutdown, data sync to the mobile app, and return of the original device. Symptoms included no reported adverse clinical effects and blood glucose was unaffected. Outcomes included continued diabetes management using cgm with the dexcom app or receiver and no alerts or alarms reported during the event. Investigation included device replacement logistics and collection of the original device for evaluation. Investigation of this case revealed a damaged display affecting the user interface, consistent with a screen breakage of the display/touch component; no device-generated alarms or performance issues impacting therapy were reported. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.